Event description:
The customer reported that there was a power outage and indicated that the central monitoring system (cns) spontaneously went to a complete bluescreen. They tried to restart the unit with the power button, but the unit would not reboot. The customer indicated that the ups did not fail and the batteries were replaced in (B)(6) 2015.